Event description:
It was reported that the patient experienced sterile peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. Two days after the onset, the patient was treated with vancomycin (2000mg, once a week, route not reported) for the event. After sixteen days, the patient was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).